Event description:
It was reported that the device's battery did not last as long as the physician expected prior to the device reaching elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device's battery did not last as long as the physician expected prior to the device reaching elective replacement indicator. It was further reported that the device had normal battery depletion (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.